Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as confusion and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. The customer also had another low incident where they were in the 40 mg/dl range. The customer's mother stated that they treated the low with food and juice boxes. The insulin pump will be returned for analysis.